Event description:
It was reported that the patient presented to the hospital to implant inflatable penile prosthesis (ipp). The original procedure was aborted as the heart rate of the patient increased while the patient was under general anesthesia prior to device being opened or inserted. There were no further complications to the patient.

Event description:
It was reported that the patient presented to the hospital to implant an inflatable penile prosthesis (ipp). The original procedure was aborted as the heart rate of the patient increased while the patient was under general anesthesia prior to the device being opened or inserted. There were no patient complications.